Event description:
It was originally reported that pt experienced a constant pain in her right buttock where her lead is located. She "thought" she fell on the ice the same day the pain started. She went to the emergency room due to the pain and a cat scan was performed. The healthcare provider thought that she had an issue with her kidneys but everything looked okay on the scan. The healthcare provider confirmed that the patient experienced a new pain at the lead insertion site. The lead was repositioned with successful results. The patient recovered without sequela.